Event description:
Abbott q vue continuous cardiac output/svo2 swan catheter inserted during CABG as per routine. In post-op period unable to obtain good cardiac output readings on monitors. Thermal coil fault detected. No repeat procedure required, no injury to pt. Problem restricted to readings.